Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open wound from garment cutting into skin. The patient¿s nurse recommended an ointment for the skin irritation.there was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better.